Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) and high voltage b impedance. A lead fracture or a connection problem was suspected by the physician. A lead revision was performed and a connection problem was confirmed with the rv lead and the implantable cardioverter defibrillator (ICD). The lead was reconnected to the ICD and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.